Event description:
During evaluation of a returned spectrum iq pump, the second blue key from the left on first row was not working. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the second blue key from the left on first row was not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be an excessive use of keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.